Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited high, out-of-range (oor) pacing impedance (>2000). Other measurements are stable. The impedance values have been increasing for the past year. The patient is not dependent. The system remains in service. No adverse patient effects were reported.